Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that lip and the rim of reservoir was damaged. The customer¿s blood glucose level was 176 mg/dl. The insulin pump will be returned for analysis.